Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient experienced extracardiac stimulation from patient's right ventricular lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.